Event description:
Provider states they rent wheelchairs and this chair was going to be cleaned and tech noticed that the crossrace was bent. Provider gave part number 1110002 wanted to verify that he needed that part to replace and repair the chair.